Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of event: unknown. Device is an instrument and is not implanted/explanted. A service and repair history record review was attempted for the subject device; however, could not be completed because the subject device is a lot/batch controlled item. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device was manufactured on may 7, 2002. A service and repair evaluation was performed for the subject device. The customer reported the screwdriver tip was worn. The repair technician reported ¿tip broken¿ as the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The service and repair evaluation was confirmed. The subject device will be forwarded to synthes customer quality for additional investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) reported the following event: it was initially reported that the small hexagonal screwdriver tip was worn. This condition was observed during the routine inspection of synthes field equipment. This event was initially determined to be non-reportable. Upon evaluation of the returned instrument it was discovered that the tip of the screwdriver was broken. The event was re-evaluation and determined to be reportable. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Initial reporting facility phone number is (B)(6). Synthes lot number is 4425459. Supplier lot number is 2025581. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: the small hexagonal screwdriver with holding sleeve (314.02) is a common trauma instrument, noted in 34 system technique guides including: small fragment, 2.7mm/3.5mm va lcp elbow and standard tibial plateau leveling osteotomy. In each system the driver is utilized to insert screws with 2.5mm hexagonal recesses. The returned instrument was examined and the complaint condition was able to be confirmed as the screwdriver¿s distal tip was found to be worn. Although the absolute root cause could not be determined, the device is 14 years old and the wear is indicative of general use. Relevant drawings for the returned instrument were reviewed: top-level and shaft. No product design issues or discrepancies were observed. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The design is adequate for its intended use when used and maintained as recommended, it did not contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.